Event description:
It was reported that the issue is related to the cannula cap. The patient had to change the cannula several times in one month. The problems arose due to incorrect ventilation: air loss on the front side of the internal cap. The issue happened with 5 samples from 2 different lot numbers. There was patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge or incorrect manipulation with flange. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.